Event description:
Customer's daughter-in-law reported blood glucose results of 306 mg/dl and 107 mg/dl within 10 minutes on his advantage system, took insulin based upon the average. No adverse event reported. A request was made for the return of the system, replacement was sent.